Manufacturer narrative:
Customer performed pre-clean steps without any delay but there was a possibility that sufficient brushing could not be performed by customer. Also, the device was not correctly reprocessed at the time of pickup due of device for inspection at workshop. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 5 years since the subject device was manufactured. Based on the results of the investigation, reprocessing deviated from the instructions for use. Therefore, foreign material remained. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: 3.2 inspection of the endoscope: inspection of the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for a device evaluation, and the allegation was confirmed. Discoloration/whitishness/corrosion or chemical damage on insertion tube, and the connecting tube and the bending section cover rubber had discoloration. In addition to the findings reported in b5, and the customers allegation, the evaluation also found the following: due to wear of angle wire, the play of up/down knob was out of the standard value, due to wear of angle wire, bending angle in down direction did not meet the standard value, due to wear of angle wire, bending angle in left direction did not meet the standard value, due to wear of angle wire, bending angle in right direction did not meet the standard value, due to wear of angle wire, the play of right/left knob was out of the standard value, due to wear of angle wire, bending angle in up direction did not meet the standard value, the nozzle was shaved, due to clogging of nozzle, water removal ability did not meet the standard value, the connecting tube had coating peeling, suction cylinder was shaved, suction cover had a dent, adhesive on the bending, section cover rubber was detached, the image guide protector had a cut, and the grip, the control unit, switch 1, and the universal cord all had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The field service engineer reported to olympus that the gastrointestinal videoscope insertion tube had some discoloration. No patient harm was associated with this event. The device was returned to olympus for a device evaluation and found foreign objects in the connecting tube, and the bending section cover rubber and plastic distal end cover were dirty. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the device evaluation.